Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector as the tubing came out of the site and this issue occurred with one infusion set. Therefore, the patient's blood glucose level was 400 mg/dl at the time of this event. Moreover, the infusion set had been used for one day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.